Manufacturer narrative:
The device was returned and an evaluation was completed. A foreign particulate was found in the inner thermoform packaging tray. The foreign object was further analyzed for materials characterization. The foreign particulate measured 10.76 mm in length. The material was identified to be polyethylene terephthalate (pet). The particulate is unlikely to have originated from the inner tray or outer tray because they are made of high impact polystyrene (hips) and medical grade polyethylene terephthalate glycol (petg), respectively. The particulate is most likely to have originated from the tyvek lid because it is made out of high-density polyethylene. This closely matches the material of the particulate, which was identified as pet. No non-conformances related to the form, fit, and function of the inserter were found. This particulate did not affect sterility as the unit was sterilized after tray sealing per manufacturing procedure. The customer¿s reported issue is observed. The particulate was identified as pet, and it most likely originated from a tyvek lid as both materials were similar. However, a root cause of how the particulate was introduced was not conclusively identified. MFR# reference: (B)(4).

Manufacturer narrative:
Additional information: the device is expected to be returned for evaluation but has not been received at glaukos evaluation center. Therefore, product testing on the actual device could not be performed. The device history record review (including sterilization records) of the manufacturing lot was performed and there were no non-conformities found to be related to the reported event. A complaint history review was completed. The electronic complaint system was searched for the specified lot#. There were no similar issues reported for this lot#. The IFU adequately provides instructions for stent implantation, precautions, and warnings for the proper use and handling of the device. MFR# reference: (B)(4).

Event description:
It was reported that prior to a trabecular micro bypass stent procedure, a potential foreign particulate was observed in the sterile wrapping of an unopened device. There was no patient contact or injury reported.